Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Healthcare provider provided MRI which also reported patient had "diffuse pain in breast" and confirmed the rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Healthcare professional reported right side rupture. Healthcare professional provided MRI which also reported patient had "diffuse pain in breast" and confirmed the rupture. Healthcare professional additionally reported damage caused by explant surgery of "yes, implant badly ruptured, suctioned out with syringe. "The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed broken device assessed as surgical impact opening (shell thickness within specification). Pain-breast: unable to observe since it is not related to the device. As per the investigation procedure non-penetrating nick and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported a right side rupture. Healthcare provider provided MRI which also reported patient had "diffuse pain in breast" and confirmed the rupture. Healthcare provider additionally reported damage caused by explant surgery of "yes, implant badly ruptured, suctioned out with syringe. " the device has been explanted.